Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 22 mmol/l (396 mg/dl) between 37 and 48 hours of wearing the pod. The legal guardian reported that the patient is new to the op5 and their bg levels had been high all day at school. The issue occurred during physical education, where they noted the smell of insulin. When the pod was removed, insulin was visibly leaking from the pod. The legal guardian stated that the adhesive was secure but slightly at the top it did come loose, and they could see the cannula sticking out of the skin. The legal guardian spoke to the healthcare provider (hcp) over the phone, and they advised to just adjust the patient¿s ratio for the bolus for lunch, breakfast and dinner and the hcp did give new values for settings. A new pod was applied, and the bolus settings were adjusted.